Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima ii¿ IV catheter contained foreign matter. No serious injury or medical intervention was reported.

Event description:
It was reported that bd intima ii IV catheter contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device history review was conducted for lot number 8107028. Our records show the reported lot was manufactured in march of 2018 and it was determined that this is the only instance of a foreign matter being observed in this batch of product. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. With the sample provided, our engineers were able to determine that the root cause for this event is related to the cleaning procedure used in the production line, between runs. To prevent this event from recurring bd has modified our sanitation procedures and installed electrostatic devices near our packaging machine to remove any potential debris.